Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion as the estimated longevity dropped approximately two years over the course of one year. This device remains in service. No adverse patient effects were reported.